Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the proximal outer setup joint (suj) to perform failure analysis. The replaced proximal outer suj was analyzed, and the failure was confirmed. The error was confirmed via log review. The unit was placed on an in-house system and no errors were triggered. The unit failed the z-set up joint twang test. The reported complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted ventral hernia tapp surgical procedure, error occurred on universal surgical manipulator (usm) 4 of the patient side cart (psc). The intuitive surgical inc. (Isi) technical support engineer (tse) reviewed the logs and identified multiple instances of error 23008 on usm 4, setup joint (suj). The tse guided the customer through a hard power cycle of the psc. System powered on without error, but as soon as the customer moved ums 4, the system faulted again with a 23008 error. Customer recovered fault to continue, but tse advised customer that error was likely to return when the usm was moved. The customer decided to continue docking with the four arms on the psc. The customer later called back to report that error 23008 returned. The customer had already performed a hard power cycle on the psc. The error was resolved briefly but returned ten minutes after the hard power cycle. The customer disabled usm 4 on the psc to continue. The tse reviewed the system logs again and did not see the errors. The procedure was completed as planned. There was no patient harm. Isi followed up with the robotics coordinator to obtain additional information. The customer checked and verified the system after powering it on. The customer attempted to power cycle the system with the emergency power off (epo) button, but the fault remained. The fault was still present even after disabling usm 4 on the psc. The surgeon completed the procedure with three usms.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse found the system faulted with error 23002 after clutching and moving the proximal setup joint (suj) on universal surgical manipulator (usm) 4. The fse replaced the proximal suj to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product to perform failure analysis. However, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.